Event description:
Caller reported intermittent occlusion alarm. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin delivery. A system check was performed with tandem technical support and no issues were identified.